Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2000 and a left total hip arthroplasty on (B)(6) 2004. Subsequently, patient alleges pain, elevated metal ion levels, and confirmed metallosis on the right side. Patient attempted to be revised on (B)(6) 2014; however, the taper adapter would not disengage from the femoral stem and the revision was aborted. A two hour delay occurred during the procedure. Subsequently, patient was revised on (B)(6) 2015. All components were removed and replaced. A left hip revision procedure has not been reported to date. Additional information received indicates there was not a 2 hour delay in procedure due to the event, but rather the surgery was postponed two hours. Head would not disengage from stem. While attempting to remove head from stem, the stem slightly loosened. The stem was re-cemented and procedure was aborted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2014-07892 / 07893 & 1825034-2015-01151 / 01152)

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2000 and a left total hip arthroplasty on (B)(6) 2004. Subsequently, patient alleges pain, elevated metal ion levels, and confirmed metallosis on the right side. Patient attempted to be revised on (B)(6) 2014; however, the taper adapter would not disengage from the femoral stem and the revision was aborted. A two hour delay occurred during the procedure. Subsequently, patient was revised on (B)(6) 2014. All components were removed and replaced. A left hip revision procedure has not been reported to date. Additional information received indicates there was not a 2 hour delay in procedure due to the event, but rather the surgery was postponed two hours. Head would not disengage from stem. While attempting to remove head from stem, the stem slightly loosened. The stem was re-cemented and procedure was aborted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "material sensitivity reactions. " this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-07892 / -07893).

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2000. Subsequently, patient alleges pain and metallosis. Patient further reported that a revision procedure was attempted on (B)(6) 2014 to remove head and cup. The taper adapter would not disengage from the stem and revision was aborted. Patient reported a 2 hour delay in surgery. No components were removed. Additional information received indicates there was not a 2 hour delay in procedure due to the event, but rather the surgery was postponed two hours. Head would not disengage from stem. While attempting to remove head from stem, the stem slightly loosened. The stem was re-cemented and procedure was aborted.